Event description:
Burns to face. Using cushions for a CPAP machine and have never had any adverse effects. Cushion caused extreme redness, burns and swelling as well as irritation to the face. FDA safety report ID#: (B)(4).